Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx des was implanted. The cec adjudicated non q wave mi (target vessel) 3rd udmi, prox cx.

Manufacturer narrative:
The patient is a previous smoker with a medical history of hypertension, hyperlipidemia, diabetes, cardiac admissions 30 days prior to the index procedure and atrial fibrillation. The index procedure was prompted by mi. During the index procedure, two resolute onyx stents were implanted- one into the cx and one into the rca. Side branch occlusion of the cx was reported. Cec adjudicated stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure two resolute onyx des were implanted into the cx. If information is provided in the future, a supplemental report will be issued.